Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material was identified as silicic acid, which is found in medical agents and tap water. It is likely the material had adhered to the nozzle during the procedure or while reprocessing. The exact origin of the foreign material could not be identified. The cause of the foreign material remaining in the device could not be specified. Although it is likely due to insufficient cleaning/brushing, there was no reported deviations from the instructions for use (IFU) in regards to the customer's reprocessing steps. Furthermore, there was no damage to the area where the foreign material was detected. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. Lastly, the customer flushed the air/water nozzle and channel with a detergent solution. The event can be detected by handling the device in accordance with the following IFU: chapter 3 "preparation and inspection". Section 3.3 "inspection of the endoscope" and section 3.8 "inspection of the endoscopic system¿. "[Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation a foreign object was clogging the nozzle due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover had a crack, the adhesive on bending section cover had white-clouded area, and the universal cord, the objective lens, the connecting tube, all had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor water drainage and separation. The reported issue occurred during the diagnostic medical checkup procedure. The intended procedure was completed with the same equipment. The device was inspected prior to use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.